Event description:
It was reported that the patient was diagnosed via computed tomography scan and angiogram to have a de novo lesion at a bifurcation site with a diagonal in the left anterior descending (lad) artery with no tortuosity, heavy calcification and 40% stenosis. A 2.5x12 trek dilatation catheter was advanced and pre-dilatation was performed. A 3.0x18 xience xpedition stent delivery system (sds) was advanced and implanted at the target lesion without issue. Post stent deployment at 10 atmospheres, no re-flow occurred. Soon after the patient had a st elevation due to electrocardiogram (ECG) changes. Adrenalin was administered and the vessel was dilated. Re-flow was established and the st evelation resolved. A thrombectomy device was then used to retrieve thrombus in the artery, distal to the stent as the physician believed that dislodgement of plaque material caused distal embolization in the lad which led to the no re-flow and ECG changes. The patient's blood flow and blood pressure further stabilized. The case was then completed after the thrombectomy device was used and the patient was sent to the intensive care unit (ICU) for further observation. The patient remained hospitalized in stable condition and was moved to the normal ward 2-3 days after the ICU stay. Reportedly, the patient stayed in the hospital a few more days due to another condition with his legs. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of embolism and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.